Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture and high threshold measurements. The physician suspected there may have been a micro-dislodgement that caused the reported clinical observations. Surgical intervention was performed and the rv lead was repositioned and remains in service. No additional adverse patient effects were reported.